Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies were found; full lead returned for analysis. The white substance is applied to the helix per the manufacturing specifications.

Event description:
It was reported that the lead was not used due to "white stuff" on helix. The lead was not implanted and there were no patient complications that resulted from this issue.